Event description:
It was reported that blood was coming from inside the handpiece. The investigation is ongoing and attempts are being made to collect additional information surrounding this event.

Manufacturer narrative:
The device was returned to the manufacture and an evaluation is anticipated. This report will be updated when the evaluation is completed.